Event description:
Senseonics was made aware of an incident where patient developed inflammation and pus at the insertion site and decided to visit emergency room. The sensor was inserted on (B)(6) 2024 and the symptoms began on (B)(6) 2024. The hcp prescribed antibiotics. At the time of reporting this incident, the patient was feeling okay.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and the patient noticed symptoms on (B)(6) 2024 that the insertion site was inflamed and red. The patient had pain in the area and decided to visit emergency room on (B)(6) 2024 where he was prescribed with antibiotics (amoxicillin 875 mg/8h) as treatment at the hospital and was also prescribed as medication. The user's hcp was made aware of the event. The patient decided to stop using the system temporarily until the area heals completely. At the time of reporting this incident (18 november 2024), the patient was feeling fine. This incident does not require further investigation.